Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that during set up for treatment the pico single use npwt 10x20cm was turned on, all lights light up and then it goes dead and will not work. He tried different batteries and the same issue happened. The treatment was completed, with a minimal delay (less than 30 minutes) using a s+n back-up device. No patient injuries and no other complications were reported.